Manufacturer narrative:
During a short test run the head heated up quickly. During analysis it was found that the head had a dent and that the push button had circular groove worn into it on the inner side. This is a sign that either the push button stuck in due to the dent or that the handpiece has been used to lift soft tissue (cheek, tongue, lip) away from treatment area. In both cases has the push button contact to the spinning inner parts. This causes high friction and hence heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the handpiece heated up and caused a red mark on lower lip of the patient. The mark was about half the size of a pea. No medical care was necessary. Dental office does not recall the patient's name, hence date of occurrence and patient's age are best estimate.